Event description:
On (B)(6) 2026, the patient experienced a hyperglycemic event that did not respond to insulin delivered via an omnipod pod. The pod had been worn on the arm for approximately 5 to 24 hours, during which blood glucose levels remained elevated for approximately seven hours, reaching a maximum reported value of 34.5 mmol/l (621 mg/dl). Ketones were reported as 0.5 (units not provided). During this episode, the patient reported feeling sick and sleepy and indicated that ketone development was beginning. As a result of the persistent hyperglycemia, the patient sought emergency medical attention on (B)(6) 2026. During the emergency department visit, the pod was removed and subsequently replaced, after which blood glucose levels began to decline. Medical treatment reportedly consisted of a saline drip only. The patient was discharged the same day after approximately 3.5 hours with a diagnosis of hyperglycemia. The pod involved in the event was disposed of by the hospital and was not available for return.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported emergency department visit and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.